Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced an extended hyperglycemic event after changing infusion supplies and attempted to use meal announcements as corrections without effect. A site change was recommended and performed, during which the first replacement site was painful and bleeding on removal, and a second site was placed with resumed insulin delivery and subsequent return of glucose to range, indicating an infusion set or site issue. Symptoms included hyperglycemia. Outcomes included temporary interruption of therapy with recovery after site replacement. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed an infusion site complication, evidenced by pain and bleeding at the initial replacement site and resolution after subsequent site change. It was concluded that the event was due to an infusion set or site issue that impeded insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.